Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 315 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels despite bolus deliveries, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a new pod was applied.